Event description:
The customer reported that following a diagnostic catheterization in 2001, a vasoseal vhd was deployed. Following discharge the patient was seen by an rn practitioner with an infection noted in the groin site, and pt was treated with antibiotics. The patient then returned a second time to the rn practitioner with continuing symptoms. An incision was made in the groin site to check for source of infection, but nothing was found. The patient was then sent to see their cardiologist for a follow-up. The cardiologist observed part of the vasoseal sheath sticking out of the groin site and pulled it out. Treatment was continued and no further complications have been reported.